Event description:
End user wrote a letter requesting new glide tips saying the ends are worn out to the metal. He said he put on some old ones and they are the damaged ones, he did not state if they are from our walker.